Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. No damages or deficiencies that would contribute to a needle mechanism failure were observed. No bottom housing or environment seal damage was observed. The device was manually reset to a not deployed state and redeployed with no issue. Although no damages were observed, the exact timing of deployment was unable to be determined. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while activating a pod the cannula had deployed early during priming. The pod was not worn.